Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70 serial #: (B)(4). Description: infinion 70 cm lead kit

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that all contacts were out. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads, splitters and anchor were replaced. Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4318 lot #: 20018488 description: clik x anchor

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that all contacts were out. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Sc-2316-70 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual(microscope)and x-ray inspection of the leads revealed that all of the cables were completely broken at the bent/kinked section of the lead. There are no exposed cables at the fracture location. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the splitters passed all test performed and revealed no anomalies. Sc-4318 (lot:20018488) device evaluation indicated that the click anchor passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that all contacts were out. The patient will undergo a revision procedure wherein the leads will be replaced.